Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the patient was attempting to get out of bed, and the IV tubing was noted to be apart at the extension site and laying on the floor. The set was looped around the IV pole, which indicates the patient could have inadvertently applied tension to the set. There was no patient harm.